Event description:
Baxter (B)(4) received a report that an infusor leaked during storage. The device was filled with 2 g of deferoxamine in 58 ml of diluent. A red vygon (non-baxter) cap was used to secure distal end. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional leak test revealed leakage at the welded area of the volume indicator located inside the housing and not the distal end as reported. The root cause was determined to be a manufacturing defect; the welding area of the volume indicator did not have seal integrity. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This issue was investigated through CAPA.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot.